Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a broken reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the interior reservoir thread was cracking and it appeared that the rubber seal came loose. The blood glucose reading was 9.8 mmol/l. The customer was unaware of how the physical crack occurred. Advised discontinuation of the device. Nothing further reported.